Event description:
It was reported that during case pedal and screen wouldn't collect extension laxity test. After finally able to collect some data, proceeded to planning. Adjusted for a correct gap in flexion and extension and after burring the femoral distal cut guide holes, checking the cut with the visualization tool and making the distal cut noticed it was incorrect. What was taken off and what was planned was not matching. Then verified the checkpoints and found them to be correct. Completed case with manual instruments.

Manufacturer narrative:
The device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version (r-4307) has been validated. A complaint history review found similar reports, this issu. The surgical technique guide released at the time of the complaint contains instructions for using the navio system, specifically collecting free collection points and implant planning to determine how much bone to remove. This failure is an identified failure mode within the risk file. The initial visual investigation found that: the report indicated a 7mm undercut, however after discussion with the on-site rep it was determined that the undercut was closer to 2 or 3mm. The planned lateral resection depth was 4mm. The rep indicated that the saw blade did cut the lateral side during cutting. Given that the width of the blade is 1.35mm then it is assumed that at least 2mm was removed from the lateral side (vibration widens the cut surface of the blade). That would leave a maximum undercut of 2.65mm. The surgeon verified the cut with the plane visualization tool prior to cutting and found about 2mm of undercut, he proceeded anyway. The reason the surgeon believed there was an undercut is because they use calipers to measure the amount of removed bone (which was about 5mm) but do not take into account the approximate width of the saw blade and are not necessarily measuring across the widest part of the cut bone. Additionally, when reviewing the screenshots it was noticed that the free collection points had enough outliers on the distal portion of the medial condyle to distort the bone mesh by about 2 mm. This gave the notion to the surgeon that he was supposed to remove 12mm from the medial side instead of 10mm. The probable cause of the issue was user error. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction.